Event description:
On (B)(6) 2010, patient reported having issues with her down arrow button. Patient stated the button still pushes in and pops out when pressed. Patient reported the down arrow button did not respond when pressed. Patient stated she is able to use the standard bolus option. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.